Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the correct lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastro (esophageal varices) procedure in the esophagus performed on (B)(6) 2024. During the procedure, they had to tighten the cable during rotation, but the cable broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Block h2 (additional information): block b5, block d4 (lot number, expiration date) and block h4 (device manufacture date), and block h11 have been updated based on the additional information received on december 2, 2024. Block h2 (correction): block d4 (catalog number) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastro (esophageal varices) procedure in the esophagus performed on (B)(6) 2024. During the procedure, they had to tighten the cable during rotation, but the cable broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on december 2, 2024: the device was used during a ligature of esophageal varices. It was noted that no difficulty was experienced upon setting up the device.